Manufacturer narrative:
The suture hook was received for evaluation on (B)(6) 2015. Visual examination verified the reported complaint that the tip of the suture hook had broken off. The suture hook showed shearing of the material at the weld junction. All of these devices are functionally, dimensionally and visually inspected and this device met criteria at the time of release. By design, the weld has a low weld strength of approximately 4.5 pounds. If the device is misused there is the potential for a broken tip.

Manufacturer narrative:
The involved spectrum ii suture hook, 60 degree left is expected but has not been received for evaluation. Without the actual product, an evaluation could not be performed and the root cause of the alleged problem was unable to be determined. A review of the device history record showed that this lot was manufactured on 18-nov-2013 in a lot of 5 units. The (B)(4). There were no discrepancies noted during the manufacturing process that could have caused or contributed to the reported breakage. There have been no other similar complaints received for this item and lot number combination. A two-year review of complaint history shows there have been 3 similar complaints for this item. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. There has been no patient long term adverse effect reported to be related to this device failure mode. To reduce the risk of tip breakage and possible injury to the patient, the instructions for use (IFU) provides the following warnings and precautions: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
The customer reported that during a bankart repair procedure on (B)(6), 2015 using the spectrum ii suture hook for the first time, the surgeon was twisting the needle in an effort to pass through the tissue when the tip of the needle broke off. The broken tip was easily retrieved from the surgical site. There were no other complications, no delays and no injury to the patient. The bankart repair was completed successfully using a different device.